Event description:
It was reported when that patient presented post procedure, high capture threshold was observed on the rv lead. The physician elected to explant and replace the rv lad. The patient was stable.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. Analysis was normal. No anomalies were found.